Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of the bd¿ precisionglide¿ needles experienced loose/open packaging causing sterility breach concerns.

Event description:
It was reported that an unspecified number of the bd¿ precisionglide¿ needles experienced loose/open packaging causing sterility breach concerns.

Manufacturer narrative:
Investigation: a DHR was performed and no records of an incident that would contribute to the reported defect occurred. A picture was returned and confirmed the failure of poor package seal integrity. The defect occurred due to one failure of the sealing alignment during the packaging process. There was a variation in the process not detected by the operator, this is not a systematic situation failure.